Event description:
The customer reported that during use of this sequent meniscal repair device in an arthroscopic meniscal repair procedure, the surgeon "struggled" to pierce the meniscus while trying to place the first implant. As reported, once the device was removed from the surgical site, the unit was found to be broken "snapped at the joint". An attempt was made by the user to repair the device using pliers without success. It is not known if a back-up sequent meniscal repair device was available for use at that time only that the surgeon "elected to resect the meniscus". Other than the reported deviation from the intended procedure and a 15 minute surgical delay, the procedure was completed with no other complications or injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
An evaluation and visual inspection of the returned sequent meniscal repair device found it was broken at the joint between the needle and the support shaft. All four (4) implants remained inside the device. The physical damage noted on the end of the broken needle supports the customer's report that they tried to repair the device using pliers. Based on this finding, it is believed that the most likely cause of the breakage is user related, and a probable result of excessive force applied to the device during use. This lot with the UDI #: (B)(4) was manufactured on 01-oct-2014 in a lot of (B)(6) units. There were no anomalies or non-conformances noted during the manufacturing process. In addition, there have been no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The sequent meniscal repair system is an implantable suture retention device, which is intended to facilitate percutaneous or endoscopic soft tissue repairs, including the repair of meniscal tears. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of patient injury and damage to the device the instruction for use (IFU) provides the following precautions: it is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. Improper insertion technique may cause breakage of the device, implants and/or suture or premature failure. Do not bend the device needle before insertion or during the operation. This may prevent proper insertion and/or damage the implants and/or suture. The device should not be used as a lever. The device should be inspected for damage prior to use. Do not use a damaged device.